Event description:
The customer reported via phone call that he had noticed that the insulin pump was disconnected from his body this morning. Customer changed sites and redid it again. Customer was then 505 mg/dl and thought he had an insertion issue. Customer stated that he heard a beep when he was delivering insulin. Customer checked and stated that it was not showing in the bolus history that he treated for his blood glucose of 500 mg/dl. Customer's blood glucose was 405 mg/dl at the time. Customer's current blood glucose was 482 mg/dl. Customer reported that he had nausea earlier and slurred speech. Customer stated that he is going to give a manual bolus and it was recorded. Customer mentioned that there were recent changes to the pump programming prior to the unexplained high blood glucose when he spoke to his doctor over the phone. Customer was running 160 all week for his basal settings. Customer declined to perform the high pressure test. Customer was advised to do a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.